Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused rightward tilt and perforation, with the filter abutting the aorta. The patient reported becoming aware of the event approximately thirteen years and eight months post implant. The patient also reported anxiety related to the filter. According to the medical records the patient had a history of deep vein thrombosis (dvt) following left knee surgery, chronic venous insufficiency stasis, removal of a pilonidal cyst and pneumonia. Approximately five days prior to the filter implant an ultrasound of the left leg was performed for pain and swelling of the left leg with a history of dvt. Results of the exam noted dvt in the left thigh with complete occlusion of the distal superficial femoral, popliteal veins and paired calf veins below the knee. The indication for the filter implant was recurrent dvt in spite of being anticoagulated. Evidence of superficial clot in the superficial femoral vein. The filter was placed via the right femoral vein and deployed below the level of the renal veins adequate position was confirmed under fluoroscopy. The patient tolerated the procedure well with no complications. Seven months post implant, the patient experienced pain and redness of the left leg and wanted to restart coumadin. An ultrasound revealed dvt, and the patient was sent to the hospital and started on heparin and antibiotics for cellulitis. About thirteen years and eight months post implant, the patient underwent an abdominal computerized tomography (CT) scan to evaluate the filter. Results of the scan noted perforation of the inferior vena cava (ivc) and tilting of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the medical records reviewed the patient had a history of deep vein thrombosis (dvt) following left knee surgery, chronic venous insufficiency stasis, removal of a pilonidal cyst and pneumonia. Per the implant records the patient was reported to have a history of dvt as well as evidence of a clot in the superficial femoral vein. The patient had recently developed pneumonia with extremity swelling and pain. An ultrasound showed what appeared to be a recurrent dvt despite of being anticoagulated, for which it was felt that filter placement was needed. The right femoral region was prepped and draped in sterile fashion. A large bore needle was utilized to access the femoral vein, followed by passing of a guidewire with a sheath introducer along with a glidewire. Utilizing fluoroscopy, contrast was injected for measurement of the cava, which was found to be adequate in size and caliber. The trapease filter was passed utilizing a pusher, deployed, and placed below the renal veins in adequate position as confirmed with fluoroscopy post placement. The patient tolerated the procedure with no complications and was then returned to post anesthesia recovery in stable condition. Seven months after the filter was implanted, the patient experienced pain, redness of the left leg and wanted to restart coumadin. An ultrasound revealed dvt, and the patient was sent to the hospital and started on heparin and antibiotics for cellulitis. Nineteen days after this event, the patient called the physician office requesting antibiotics for sore throat with pustules on tonsils. About thirteen years and eight months post implantation, the patient underwent an abdominal computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava (ivc). Results of the scan noted a tiny 2mm right and left kidney stone, a left renal simple cyst, perforation of the ivc, and tilting of the filter. According to the information received in the patient profile form (ppf), the patient reports tilting and perforation of filter struts outside the ivc, becoming aware of these events approximately thirteen years and eight months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had developed a rightward tilt, was abutting the aorta and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: rightward tilt and perforation, with the filter abutting the aorta.